Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarm in the iabp¿s diagnostic error log. And the next alarm a few minutes later was an "autofill failure" followed by a "no pressure trigger" and then another "autofill failure". All entries stopped at that point. Before that alarm there was several "augmentation below limit" alarms and one "iab disconnected" almost 10 hours earlier. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a ¿leak in iab circuit¿. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a ¿leak in iab circuit¿. No patient harm, serious injury or adverse event was reported.